Event description:
G7 sensors are grossly inaccurate, and unreliable when inserting a new g7 sensor. The g7 sensor wire will coil up through a little hole in the sensor, the applicator won't release the actual sensor onto the site that it is inserting to, or the sensor won't connect to the app/insulin pump. The g7 are also inaccurate when comparing it to a blood finger stick. I have reported many problems to dexcom with no change.